Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed a damaged insulation at approx. 36 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction between the lead body and a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Rep informed us that the patient developed vegetations on the leads.